Manufacturer narrative:
The visual inspection revealed no physical damage to the outer housing of the merlin@home transmitter and no physical damage to the outer casing of the ac power adapter; however, the inspection of the green contact strips in the ac power adapter revealed burnt damage. In turn, the transmitter was not plugged into a working ac electrical outlet. Upon opening the ac power adapter, inspection revealed that there were burnt components and damage on both sides of the main printed circuit board (pcb) and on its inner casing. Inspection of the opened transmitter revealed that there was no damage to the main pcb or to its inner housing. The original ac power adapter was replaced to test the transmitter. The unit was then plugged into a working ac electrical wall outlet and the power on function was performed successfully. Testing revealed that the burnt components on the ac power adapter¿s main pcb caused the merlin@home transmitter to not power on. The ac power adapter is equipped with safety components to prevent over current events except for external natural events (such as lighting strikes and high-power line transients). Such events cause the power supply to stop functioning, making the unit non-operational. The failure was contained within the housing and posed no risk of exposure to the user or patient.

Event description:
It was reported that the patient presented remotely via phone call. Upon investigation, it was reported that the transmitter was not working. A lightning storm was noted on (B)(6) 2020. The prongs were disconnected and were reportedly smelt burnt but did not look burnt. The prongs were reconnected to the power outlet, but the transmitter failed to power on. The power outlet was verified to be active. The transmitter was replaced. The patient was stable.